Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 rf (radio frequency) head. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; both rf (radio frequency) head and ECG (electrocardiogram) connectors are loose on a printed circuit board assembly. Analysis also found left and right keyboard case hinges are broken. Further testing found the left antenna out of electrical specification.

Event description:
It was reported the programmer head connection is not working. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.